Event description:
A premature neonatal patient had a 1.9 fr. Dual lumen PICC line placed via the ankle saphenous vein about 7 weeks prior to a removal attempt. The line was appropriately positioned at the level of t-10/t-11. When the nursing staff and neonatologist attempted to remove the PICC line (end of therapy), it would not freely pull back through the vein. Despite warm compresses over the vessel, the catheter could not be pulled further. Patient underwent a cutdown procedure near the groin to remove the end of the catheter. The patient's vein was ligated during removal of catheter. We have photos to submit to medsun.manufacturer response (as per reporter)for dual lumen central line, argyle 1.9 fr. Dual lumen neonatal PICC line:they are inquiring as to what meds were administered through the line.